Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with a highest cgm reading of 301 mg/dl, confirmed by glucometer at 267 mg/dl, while using a teflon infusion set on the abdomen and a dexcom g7, and also received an ¿unable to proceed¿ alert when attempting to rewind the ilet; the user performed a full supply change and insulin delivery was resumed. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with restoration of insulin delivery. Investigation included remote troubleshooting and review of device operation related to the rewind process. Investigation of this case revealed a device functional issue consistent with an inability to proceed during the rewind step that interrupted normal pump operation, with the hyperglycemia cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.